Event description:
While pump was plugged in, received alaert message stating "external power disconnected" and "low ac voltage." All attachments were checked and found to be properly in place. Machine also making a continuous clicking noise while on.